Event description:
The lay user/patient called lifescan (lfs) in 2005, and alleged that his one touch ultra meter was reading inaccurately high. In 2005, the patient obtained a result of 120 mg/dl at 7:35 a.m. At 9:45 a.m. He obtained a result of 85 mg/dl. He took his set amount of 10 units of novorapid before breakfast. He then took his 18 units of lantus before lunch. At 1:30 p.m., a result of 38 mg/dl was obtained. He does not recall obtaining this result himself, nor does he remember if he had any symptoms at the time. The reported results were from the meter's memory. At 3:00 p.m. He tested and obtained a result of 164 mg/dl. He felt tired at the time of testing so he took a nap. At 5:30 p.m. The patient became unconscious. He does not remember if he had symptoms leading up to that point, nor does he remember if he took any actions before losing consciousness. A physician was called to the house and he injected the patient with glucose. The patient does not know if his blood glucose was tested by the physician, but he was told that his blood glucose was low. The patient's hematocrit was 27.5%. This could adversely affect the patient's blood glucose result. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strip was correct. He did not have any control solution to troubleshoot. This complaint is being reported as an adverse event because the patient obtained a result of 164 mg/dl, which may have been falsely high and he may have treated himself incorrectly. The patient subsequently suffered a hypoglycemic event. A replacement meter has been sent to the patient.